Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 7071009.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances and underwent a replacement of the spinal cord stimulator (scs) leads. The patient was doing well post-operatively.